Event description:
The customer attempted to use a set of electrocles but they did not function. A second set of electrodes was used and did function, as intended. The customer performed an electrical test on the first set of electrodes with an ohm meter. The test showed an open circuit on the electrodes. However, the customer indicated to ballard medical products that they were not aware of any patient injury. Ballard medical products has no first hand knowledge of the allegations but is relaying information received by outside sources pursuant to federal regulations.